Manufacturer narrative:
Correction to b1: changed to adverse event and product problem. Correction to b5: a type in additional information previously reported - the reference to "4x20 mm non-compliant (nc) balloon" was corrected to "4.50mm x 15mm nc emerge balloon" addition of b1 selection: inadvertently not selected for previous reports. The device was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. The inner wire lumen stretched at 196mm from port exchange. In addition, the inner lumen was broken at 2.5mm from distal markerband. The balloon identified a circumferential balloon tear in the mid-section of the balloon with the distal portion not returned and therefore the allegation of material rupture and detachment of component can be confirmed. The tip was not returned for product analysis.

Event description:
It was reported that balloon rupture occurred. During the procedure, an 4.50mm x 15mm nc emerge balloon was selected for use. Following dilation of the left main coronary artery (lmca), a circumflex artery (cx) dilation was performed with three nc emerge balloons. Subsequently, a synergy megatron des 4.5x32 was introduced. However, during the post-dilation, the 4.50mm x 15mm nc emerge balloon ruptured at 20 atmospheres of pressure. The distal part of the balloon detached, causing a complication. The detached piece was unable to be removed and the patient became unstable. It was further reported that the patient, with a prior history of CABG, presented with a subtotal, heavily calcified, and angulated lm-cx stenosis necessitating an urgent pci. The procedure was performed via the femoral approach utilizing a 7f guide catheter. Post adequate plaque modification and lm-cx stent implantation, the severe calcification hindered proper expansion of the stents middle section. Therefore, the 4.50mm x 15mm nc emerge balloon was employed for optimization, inflating to 20 atm before rupturing upon first use. Subsequent attempts to retrieve the distal ruptured end of the balloon using a 6f guide extension failed, leading to its descent into a distal cx branch, resulting in slow vessel flow. This technical complication extended the pci duration by 2-3 hours, contributing to procedural blood loss and prolonged radiation exposure. Ultimately, we covered the balloon fragment with a stent, achieving an acceptable angiographic outcome. Post-procedure, the patient required substantial transfusion and ICU care for 2-3 days before being transferred to rehabilitation, with favorable echocardiographic findings and general condition. Correction made to additional information. Replacement of reference to the typo of 4x20 mm nc balloon with 4.50mm x 15mm nc emerge balloon.

Event description:
It was reported that balloon rupture occurred. During the procedure, an 4.50mm x 15mm nc emerge balloon was selected for use. Following dilation of the left main coronary artery (lmca), a circumflex artery (cx) dilation was performed with three nc emerge balloons. Subsequently, a synergy megatron des 4.5x32 was introduced. However, during the post-dilation, the 4.50mm x 15mm nc emerge balloon ruptured at 20 atmospheres of pressure. The distal part of the balloon detached, causing a complication. The detached piece was unable to be removed and the patient became unstable.

Event description:
It was reported that balloon rupture occurred. During the procedure, an 4.50mm x 15mm nc emerge balloon was selected for use. Following dilation of the left main coronary artery (lmca), a circumflex artery (cx) dilation was performed with three nc emerge balloons. Subsequently, a synergy megatron des 4.5x32 was introduced. However, during the post-dilation, the 4.50mm x 15mm nc emerge balloon ruptured at 20 atmospheres of pressure. The distal part of the balloon detached, causing a complication. The detached piece was unable to be removed and the patient became unstable. It was further reported that the patient, with a prior history of CABG, presented with a subtotal, heavily calcified, and angulated lm-cx stenosis necessitating an urgent pci. The procedure was performed via the femoral approach utilizing a 7f guide catheter. Post adequate plaque modification and lm-cx stent implantation, the severe calcification hindered proper expansion of the stents middle section. Therefore, the 4.50mm x 15mm nc emerge balloon was employed for optimization, inflating to 20 atm before rupturing upon first use. Subsequent attempts to retrieve the distal ruptured end of the balloon using a 6f guide extension failed, leading to its descent into a distal cx branch, resulting in slow vessel flow. This technical complication extended the pci duration by 2-3 hours, contributing to procedural blood loss and prolonged radiation exposure. Ultimately, we covered the balloon fragment with a stent, achieving an acceptable angiographic outcome. Post-procedure, the patient required substantial transfusion and ICU care for 2-3 days before being transferred to rehabilitation, with favorable echocardiographic findings and general condition. Correction made to additional information. Replacement of reference to the typo of 4x20 mm nc balloon with 4.50mm x 15mm nc emerge balloon.

Manufacturer narrative:
Correction: h6 patient codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results. Device technical analysis: the device was returned to the complaint investigation site (cis) for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. The inner wire lumen stretched at 196mm from port exchange. In addition, the inner lumen was broken at 2.5mm from distal markerband. The balloon identified a circumferential balloon tear in the mid-section of the balloon with the distal portion not returned and therefore the allegation of material rupture and detachment of component can be confirmed. The tip was not returned for product analysis. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It is most likely the balloon material rupture was caused by the interaction of the device with the severely calcified target lesion which subsequently led to the balloon detachment and the tip and inner lumen detachment noted during product analysis. The inner lumen was stretched at 196mm from port exchange and broken at 2.5mm from distal markerband. A circumferential balloon tear was noted in the mid-section of the balloon, 10mm distal to the proximal markerband. The overall condition of the device is consistent with excessive tensile forces having been applied to the device following the balloon rupture and attempting to remove the device from the patient. The serious illness, intensive care, additional device required, hospitalization, prolonged episode of care and intensive, blood transfusion, hemorrhage, radiation exposure, radiation exposure and foreign body embolism were likely a result of the procedural challenges experienced throughout the procedure.

Manufacturer narrative:
Correction to b1: changed to adverse event and product problem.

Event description:
It was reported that balloon rupture occurred. During the procedure, an 4.50mm x 15mm nc emerge balloon was selected for use. Following dilation of the left main coronary artery (lmca), a circumflex artery (cx) dilation was performed with three nc emerge balloons. Subsequently, a synergy megatron des 4.5x32 was introduced. However, during the post-dilation, the 4.50mm x 15mm nc emerge balloon ruptured at 20 atmospheres of pressure. The distal part of the balloon detached, causing a complication. The detached piece was unable to be removed and the patient became unstable. It was further reported that the patient, with a prior history of CABG, presented with a subtotal, heavily calcified, and angulated lm-cx stenosis necessitating an urgent pci. The procedure was performed via the femoral approach utilizing a 7f guide catheter. Post adequate plaque modification and lm-cx stent implantation, the severe calcification hindered proper expansion of the stents middle section. Therefore, a 4x20 mm non-compliant (nc) balloon was employed for optimization, inflating to 20 atm before rupturing upon first use. Subsequent attempts to retrieve the distal ruptured end of the balloon using a 6f guide extension failed, leading to its descent into a distal cx branch, resulting in slow vessel flow. This technical complication extended the pci duration by 2-3 hours, contributing to procedural blood loss and prolonged radiation exposure. Ultimately, we covered the balloon fragment with a stent, achieving an acceptable angiographic outcome. Post-procedure, the patient required substantial transfusion and ICU care for 2-3 days before being transferred to rehabilitation, with favorable echocardiographic findings and general condition.